Event description:
On (B)(6) 2009, the pt stated the piston rod of his insulin infusion device "won't go all the way back." He said he discovered this while he was trying to return the piston rod during a cartridge change and that has occurred the last 3-4 times he has changed the cartridge. He stated he changed to a new battery but the issue continued. He said, "if I keep trying it 10 times" the piston rod eventually will return. He said once it returns it makes a "clicking noise" that sounds "like something's broke inside." He said his device also displayed in e10 (cartridge error). He stated his infusion device has not been dropped or exposed to liquids. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.